Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event could not be determined at this time. However, if additional information becomes available or if the device is returned for evaluation at a later date, this report will be supplemented accordingly. The original equipment manufacturer (OEM) conducted a review of the device history records (DHR) for the concerned lot number and showed no non-conformities during production.

Event description:
Olympus was informed that at the end of a laparoscopic hysterectomy procedure, the doctor was sewing a vaginal cuff and upon removal one of the jaws at the distal end of the device suddenly snapped off and fell into the patient¿s uterus. The doctor attempted to retrieve the broken jaw but the doctor could not locate it due to difficulty from the patients¿ anatomy. No x-rays were performed. The user facility also noted the doctor had no plans to remove the fragment to date. The intended procedure was completed using the same equipment. There was no harm to the patient and the patient is doing fine.

Manufacturer narrative:
The lot# 168w-0006 was received. A visual inspection on the received condition of the device was performed and confirmed one of the jaws at the distal end was broken off. The broken jaw was not returned for evaluation. There were deep scratches noted on base of the jaws at the distal end. There were no other anomalies or irregularities observed to the rest of the device as the handle and release button are working appropriately. The cause of the reported event could not be conclusively determined. However, the instruction manual provides caution during procedure in an effort to mitigate the risk of damaging the instrument which states, ¿hand instruments may be damaged if excess force is applied or if the instrument is used in a manner for which it is not intended. In order to avoid damage, make sure that the force applied to the handle is adequate and reasonable for the intended application.¿